Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the pink slide is in the viewing window.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 22.7 mmol/l (408.6 mg/dl) while wearing the pod on the abdomen between 24 and 36 hours. After removal, it was noticed that the cannula had retracted, indicating a needle mechanism failure. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
The exposed portion of the soft cannula was found kinked. Data downloaded from the device indicates the device ran for 301 pulses, administered boluses, and maintained a basal rate without issue. The hard cannula was heated with a soldering iron in order to free crystalized insulin and allow fluid to pass. The fluid path was inspected and no signs of leakage were observed. The cannula was clamped and ratchet gear spun, no leakage was observed. No other damages or defects were observed that could contribute to the reported leak during wear. No damages or defects found that would contribute to a needle mechanism failure or an improper retraction of the soft cannula.